Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (won't power on) was confirmed. As received, the monitor would not power on. Root cause investigation is underway. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it would not power on.

Manufacturer narrative:
Follow-up report #1: 08/23/2016. Device evaluation of monitor sn (B)(4) was completed. The cause for the power-up failure was isolated to corrosion inside of the monitor. The root cause for the corrosion was ingress of an unknown liquid. Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (won't power on) was confirmed. As received, the monitor would not power on. Root cause investigation is underway. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it would not power on.